Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular asist system (lvas), serial number (B)(6), confirmed wire damage that would have contributed to the pump stoppage and low speed events captured in the submitted log file. In addition, a specific cause for the reported loss of consciousness, as well as a direct correlation to heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The submitted log file contained data from day 1799, hour 22, minute 43 through day 1805, minute 18, hour 51, per the timestamps. Intermittent low speed and low flow hazards, which frequently resulted in pump stops, were observed throughout the log file while the patient was connected to the power module. Intermittent low battery hazards were also observed. Based on our complaint history and similarly reported events, the data captured in the log files is potentially consistent with a compromised driveline and is consistent with the evaluation of (B)(6). (B)(6) was returned assembled with the driveline severed approximately 3.5¿ from the pump housing and two middle segments of the driveline, measuring approximately 10.5¿¿ and 3.5¿¿, were returned. The distal portion of the driveline measuring approximately 23¿ with the controller connector was also returned. The low speed and pump stop events were observed while the patient was supported by the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. Visual examination of the inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Examination of the pump's blood-contacting surfaces upon disassembly of the device also revealed no adhered depositions or thrombus formations. The driveline was wrapped in 4 plastic coils, measuring approximately 3¿¿ each, adjacent to the metal connector. Rescue tape was wrapped around the driveline approximately 8.0¿¿ from the metal connector, covering a small cut in the silicone jacket. Electrical continuity testing of the driveline found all wires to be electrically intact. Upon removal of the outer jacket, brown discoloration of the bionate was observed along the length of the distal segment and areas of severe breakdown of the metal braided shield were observed immediately next to the pump outlet and approximately 2.5¿¿ and 3.5¿¿ from the metal connector. Additional abrasion in the metal braided sheath was observed 3.5¿¿ from the end of the returned middle segment measuring 10.5¿¿. The bionate layer and metal braided shield were carefully removed to examine the underlying wires. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test revealed breaches in the black, red, orange, and green wires approximately 5.0¿¿ from the end of the middle 10.5¿¿ segment of the driveline. An additional breach approximately 0.5¿¿ from the end of the yellow wire was observed in this segment. Additionally, breaches were observed in the middle of the brown and green wires and approximately 0.5¿¿ from the end of the yellow wire in the returned middle 3.5¿¿ segment of the driveline. Furthermore, breaches were found in the brown, red, orange, yellow, and green wires at the pump outlet port. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. If the exposed conductors contacted the braided shield while operating on the power module with a grounded patient cable, the resulting short to ground would have resulted in the low speed and pump stoppage events that were confirmed through the submitted log file. Similar events would have occurred if the exposed conductors of any two wires from different motor phases contacted the braided shield simultaneously while the patient was connected to battery power or the power module with an ungrounded patient cable. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13sep2016. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of this IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, low speed, pump stops, and driveline faults. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. A section on ¿handling emergencies¿ is also provided. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized to replace the implantable cardiac defibrillator (ICD) generator. On (B)(6) 2021, the pump stopped while the power module (pm) was connected and the patient seemed to have lost consciousness for about one minute. When a medical engineer check the patient's history on the system monitor, a pump stop was recorded around 22:00 on (B)(6) 2021. When the pump stopped, the patient's symptoms were unknown. After the pump was stopped, the patient was on battery support. A review of the log files revealed multiple pump stops and low speed advisories. Speed drops were as low as 0 rpm. The relative state of charge (rsoc) voltage noted on the patient power cable was lower then expected. It was suggested to replace the patient cable. The log file analysis revealed suspected driveline damage and pm patient cable defect which led to a pump exchange to a heartmate 3 on (B)(6) 2021. The driveline damage was not diagnosed. In the morning on (B)(6) 2021, the red heart symbol illuminated, and constant tone occurred for about 1 minute. The history screen recorded frequent pump off alarms. When a nurse arrived at the patient's bed, the patient appeared unconscious. After the alarm stopped, the patient was able to speak as usual with no adverse effect, but he was not aware of the alarm event. The power module cable was not exchanged. The alarms resolved after the pump exchange and the patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.